Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used during pancreatic stent implantation procedure performed in pancreatic duct on (B)(6) 2016. According to the complainant, on (B)(6) 2016, after implanting a biliary sent, the advanix¿ pancreatic stent was implanted to prevent pancreatitis. The procedure was completed with no issues reported. On (B)(6) 2016, the day following the procedure, the patient experienced abdominal pain. Thorough examination was performed and confirmed that the advanix pancreatic stent had migrated and contacted the duodenal wall at a right angle. The tip of the advanix¿ pancreatic stent perforated the duodenal wall and it was observed that the patient had peritonitis induced by pancreatic juiced. Surgery was performed immediately to treat the perforation and peritonitis. The event was resolved following the surgery and the patient's current condition was reported to be "good".